Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage due to crystalization and crack at filling port is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used easypump ii lt 270-135-s without packaging. The received pump was taken to a visual inspection. In as-received condition the pump was almost empty. The white clamp was closed and the original wing cap was not handed over by the customer, the patient connector was closed with a blue stopper. After opening the top cap and removing the closing cone, we detected residues of fluid and crystallized drug residues at the filling port (lli-cone). In addition, we detected residues of fluid and crystallized drug residues at the lla-cone of the patient connector and at the blue stopper. Moreover we detected a crack in the li-cone of the filling port. The pump was additionally filled with 200 ml nacl 0.9 % and taken to a functional test respectively a leak test was carried out. After starting the pump respectively opening the white clamp and waiting for 60 minutes the pump worked (solution was running immediately). After these 60 minutes leakages were not detected, but the flow of the pump stopped within these 60 minutes (solution was not running anymore). The received pump is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed device history records, there is no abnormalities and no such defect detected at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): 5fu (chemotherapy) has partially infused after five days.